Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good physical condition. Functional tests included delivery accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement in this event as the observation occurred during testing.